Manufacturer narrative:
Establishment name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state, province or territory: ca california.post office or zip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set got pulled out by mistake while moving pump around on (B)(6) 2026. No further information is available.